Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Good condition with no appearance of any physical damaged. Primary audible alarm post and auxiliary control unit watchdog failure was found in the event history log. Reported problem was unable to be duplicated during power-up test. Pump is over 6 years old. The root cause of the reported issue was found to be a sympathy alarm for sympathizing the primary audible alarm. Actions were taken to mitigate the reported issue: replaced speaker and performed maintenance. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The event history log (ehl) was reviewed and the following alarms were observed: (1) acu watchdog and (2) primary audible alarm bgnd test. The acu watchdog alarm is a sympathy alarm which sympathizes the primary audible alarm bgnd test. An occlusion test was performed. The alarms from the ehl were not reproduced during the functional test. The customer reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure. The j9 connector was fully seated and properly glued.

Event description:
It was reported that the medfusion pump produced the following alarms: (1) acu watchdog, (2) primary audible alarm, and (3) error code 420. No patient injury or complications were reported in relation to this event.